Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 114. A highly elevated atellica im tnih result was observed for the patient in question. When the sample was re-tested the next day (using a reagent lot 113), a much lower result (below measurement range) was produced. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Update, 03-mar-2026: siemens has concluded the investigation. Reagent issues were essentially ruled out as quality control (qc) results were within expected ranges and no issues were reported for any other patient samples. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. Review of instrument data showed no evidence of hardware issues which would affected delivery of either sample or reagent. Wash probe vacuum values were found to be elevated, and complete preventive maintenance and troubleshooting procedures were performed. All aspiration probes and a valve were replaced on the wash ring assembly. Ultimately, a specific cause for the falsely-elevated tnih result could not be identified. Multiple instrument components were replaced and adjusted as part of standard service actions. Qc and patient-sample replicate testing produced expected results following the service intervention. The customer is operational following routine service troubleshooting. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.